Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2021-17577. During a surgical procedure for an ipg upgrade the physician found that one of the octrode leads was out of the epidural space. As a result, the ipg and one lead was explanted and replaced to address the issue. It is unknown which lead is liable therefore both leads are being reported.